Manufacturer narrative:
Fsca number: 3005334138-3/22/22-001-r. One tacticath sensor enabled contact force ablation catheter was received for evaluation. The investigation showed that the returned device was inadvertently programmed during manufacturing, consistent with the reported event.

Event description:
During device preparation for the atrial fibrillation ablation procedure, it was noted that, after all device connections were checked and verified to be appropriate, and the tacticath se ablation catheter was connected to the tactisys, a message stating "contact force catheter is intended for single use only." Was displayed on the ensite x monitor. Contact force information was also not displayed. The tacticath se was reconnected and the tactisys was restarted, but the issue persisted. The tacticath se was replaced, which resolved the issue, and the procedure was completed successfully with no adverse patient consequences.